Event description:
It was reported the patient suffered wound dehiscence and localized infection. The left stimulator and extension were removed. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.